Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device was not deflated properly during the cuff test. It was indicated there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one sample was received for evaluation and the reported issue was not confirmed as related with the manufacturing process. An inflation/deflation test was performed and inspects all products for no leaks and segregates the defective parts. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.